Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module subassembly and system board needs to be replaced to address the issue. The oxygen blending module subassembly and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found oxygen blending module subassembly and system board were functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module subassembly and system board needs to be replaced to address the issue.